Event description:
The customer reported that the css console's monitoring computer was louder than usual. The pt was switched to a backup driver without adverse impact. The customer also reported that after the pt was switched to the backup driver, the css console was evaluated in the hospital lab. The computer was turned on and performed a surface scan. Once the scan was complete, the computer booted up as intended but continued to be very noisy. This alleged failure mode did not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The customer will be returned to syncardia for evaluation. The results will be provided in a supplemental MDR.